Event description:
The initial reporter received questionable ureal urea/bun results for 80-100 patient samples tested on the cobas 8000 c702 module. The reporter was able to provide one example of a discrepant result: the initial result was reported outside of the laboratory. The initial result was 97 mg/dl. The repeat result was 60 mg/dl. The repeat result was deemed correct. The reagent lot number is 62756301 with an expiration date of 31-jan-2023.

Manufacturer narrative:
The customer stated that they did not realize that qc 1 and qc 2 recovered about 2.5 sd low after recalibrating this reagent lot. They used this reagent and noted that their moving averages became high. They disabled the reagent and ran qc on this reagent. The qc was recovering >20 sd high. They recalibrated and the qc was acceptable. The patient sample results mirrored the qc recovery - high initial results with much lower repeat results. The investigation is ongoing.

Manufacturer narrative:
The initial calibration performed on 06-sep-2022 had errors and failed. The recalibration passed but had errors with signals 2-6 resembling the previously failed calibration. The qc recovery showed the qc was out of range for both levels on the day of the event. The qc was in range after recalibration. The alarm trace showed "abnormal aspiration (sample probe)" errors. The customer confirmed the qc was out of range, they did not recalibrate as troubleshooting and still ran patient samples even when the qc was out of range. The investigation determined the issue was due to customer handling. Product labeling states "the control intervals and limits should be adapted to each laboratory¿s individual requirements. Values obtained should fall within the defined limits. Each laboratory should establish corrective measures to be taken if values fall outside the defined limits. Follow the applicable government regulations and local guidelines for quality control." The customer recalibrated, ran qc successfully, and reran the patient samples which yielded correct results. The investigation determined the customer's actions resolved the issue.